Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the ER (emergency room) because their alerts were toning. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited overseeing, short interval counts, and high/undefined pacing impedance due to an apparent fracture. The rv lead therapies were programmed off and the patient was admitted. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has been explanted and replaced.

Manufacturer narrative:
Product event summary: the proximal part of the lead was returned, analyzed, and no anomalies were found. The inner insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.